Event description:
Needle left in abdomen {device induced injury}. A pharmacist reported that a pt with diabetes mellitus (type and duration unknown) experienced that a novofine 8mm (30g) broke off in the abdomen in 2003. The pt was injecting mixtard 30 innolet (dual-acting human insulin) on a medical ward under supervision from a staff nurse. After injection of the insulin the pt withdrew the device from the injection site and the needle got left behind in their abdomen. Upon injecting a second morning dose the needle got bent while removing the device from the abdomen. The pt has not yet recovered from the event as they are awaiting removal of the needle.